Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information h4: the device was manufactured from (B)(6) 2020 - (B)(6) 2020. H10: the actual device was not available; however, photographs of the samples were provided for evaluation. The returned photographs were reviewed, and they showed evidence that the bladder had ruptured. The reported condition was verified. The cause of the reported condition could not be determined; however, the most probable cause was manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.